Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the device tested positive for pseudomonas aeruginosa and unspecified microbes (total >100 cfu). There was no report of infection associated with this report. The device had been reprocessed with a non-olympus automated endoscope reprocessor, wassenburg adaptascope wd440, using peracetic acid. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus france s.a.s. (Ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for coagulase-negative staphylococci (1 cfu/endoscope). The testing result cleared the french guideline. Ofr inspected the device and confirmed the following: -the distal end cap was separated and scratched. -the light guide lens was cracked. -the adhesive of the bending section rubber was worn. -the cp plate was deformed and the angle wire was damaged. -the grip unit and scope cover were scratched. -there was a hole in the rubber of remote switch 1. -the universal code was wrinkled. -the angulation was insufficient. Olympus medical systems corp. (Omsc) confirmed the result of the device inspection, but could not identify any defects that could affect the occurrence of the reported event. However, based on the following investigation results, omsc determined that the reported event was less relevant to the device. -pseudomonas aeruginosa ( >100 cfu) was detected in the channel in microbiological testing performed after reprocessing by the user facility, but coagulase-negative staphylococci (1 cfu/endoscope) was detected in the channel in microbiological testing performed after reprocessing performed by ofr according to the instruction manual. -according to the device inspection result, no abnormalities were found in the channel. In addition, based on the above information, omsc could not conclusively deny the possibility of insufficient reprocessing by the user facility. The instruction manual states the possibility of infection by insufficient reprocessing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
The device is planned to be returned to olympus (B)(4) but has not yet been returned.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.